Event description:
It was reported the pt experiences ineffective stimulation. Reprogramming was not able to provide adequate stimulation. There are no plans for the pt to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.